Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that due to the lead position and the patient not responding to the therapy, the lead was capped and replaced. No patient complications have been reported as a result of this event.